Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported hat the handset did not work again. Patient stated that it slides around and goes to different screens and does different things and it usually takes a good 10 minutes of pushing buttons to get it to go to the bolus screen. Patient confirmed it was getting stuck on checking the recharger. Patient mentioned that they just did a bolus today and it was not helping a whole lot and they was still in a lot of pain. Patient stated they had an appointment with their orthopedic tomorrow. Agent walked the patient through clearing the data. Patient would monitor the issue and call back as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the patient reported pain, which was determined to be unrelated to the pump or the therapy.